Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as rash/open wound. The patient stated they do have a history of sensitive skin and /or allergies with an allergy to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed bepanthen ointment for the rash/open wound. The outcome of the irritation is unknown as follow up attempts were unsuccessful.